Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. The physician was attempting to deliver the 3.50x16mm taxus express2 drug eluting stent to an unk lesion location. The physician was unable to cross the lesion. When the stent was removed, the physician noticed that a stent strut was lifted. The procedure was successfully completed with a non-bsc stent. There were no pt complications reported and the pt condition is listed as okay.